Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it is noted in the initial surgery op-notes that: the real 12mm metal entender and +6mm retentive poly liner were then tapped into final position. The humerus was reduced and was stable through a full range of motion and in the vulnerable position of extension and external rotation. It is noted in follow up notes that: the patient came in for follow up 8 days postoperatively. He is unbelievably independent and probably doing more than he should be doing but frankly he cannot avoid it because he lives by himself. He reports doing very well overall. It is noted in op-notes 1.5 months post-op that: unfortunately, on physical examination and x-rays, he had dislocation of his reverse total shoulder arthroplasty. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse type right shoulder arthroplasty components are anatomically aligned. Resection of proximal humerus with multiple small bone fragments. Soft tissue air. Op-notes from revision procedure did not indicate poly liner fracture. It is unknown if the poly liner fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Additional information does not change the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b7, e1, e2, e3, g3, g4, g7, h2, h6, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d2, d4, g5 the following sections were updated: a4, b3, b4, b5, b7, d6, d7, d11, g4, g7, h2, h4, h10 d4: (B)(4). D11: medical products - base plate 25 mm post length +2 mm lateral offset uncemented, item#: 00434902502 lot#: 63799968 glenosphere 36 mm diameter, item#: 00434903611 lot#: 63606546 anatomical shoulderâ?¢ reverse, screw system, 4.5-33, item#: 0104223033 lot#: 2857358 anatomical shoulderâ?¢ reverse, screw system, 4.5-33, item#: 0104223042 lot#: 2865695 humeral stem 10 mm stem diameter 130 mm stem length, item#: 00434901013 lot#: 63662474 humeral stem spacer size 12 mm, item#: 00434903912 lot#: 62209083 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem. Unknown glenoid baseplate. Unknown glenosphere. Unknown humeral tray. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a initial reverse shoulder arthroplasty and was revised due to humeral liner fracturing off in the shoulder. No additional information is available.